Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a device reset was observed via meriln.net transmission. Interrogation revealed that the reset message was erroneous. The device was reprogrammed with no further issues and remains implanted.